Event description:
Boston scientific received info that the pt implanted with this subcutaneous implantable cardioverter (s-ICD) previously received inappropriate shocks due to t-wave oversensing. The sensing vector was reprogrammed. Recently, another inappropriate shock was delivered for myopotential oversensing. The noise was able to be reproduced with arm movement and isometrics. Subsequently, the physician repositioned the electrode as it was believed the proximal electrode was too close to the pectoral muscle. Further assessment was going toe be done the day post-repositioning. No adverse pt effects were reported. Additional info was received that the day post repositioning of the electrode, noise from myopotentials was still noted on the primary sensing vector. The vector was reprogrammed to secondary and an exercise test was performed. The pt's heart rate rose to 120 bpm on the treadmill and no t-wave oversensing or double counting was observed. No further changes were made. No adverse pt effects were reported. Further info was received that the pt received another inappropriate shock for t-wave double counting. It was noted that the pt experiences occasional and unexpected morphology changes where her qrs amplitude diminishes and her t wave amplitude increases. Subsequently, the system was explanted and the product was returned to boston scientific for analysis.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided. The product has been received for analysis. Upon receipt at our post market quality assurance lab, a thorough eval of the device was performed. Visual inspection identified tool marks on the case. Sensing testing was done and passed with both a test lead connected and the actual lead that was connected to the device in the field. No noise was seen on the wave forms with the test lead or the returned lead. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.